Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 1. 138 mg/dl (aviva) and 71 mg/dl (doctor's meter) 2. 98 mg/dl (aviva) and 61 mg/dl (doctor's meter) sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.